Event description:
It was reported that the external pulse generator's liquid crystal display (lcd) was damaged, that segments were missing in the generator's lower display. The generator was returned for service. It was indicated that this was found during a routine check of the device, so there was no patient involvement associated with this event.

Event description:
It was reported the biomed was doing routine checkout of device and found that there are missing segments in the lower display. The device is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification due to intermittent missing pixels. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the side bail covers and side bails were missing, three case screws were missing, the lead flex cover was corroded, the battery contacts were compressed, the serial number label was torn, the keyboard was scratched and the battery drawer o-ring was missing.